Event description:
It was reported that the patient experienced infusion set tubing leakage event at the site on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-55184 / initial 3 of 9.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.